Event description:
It was reported that the neurologist was informed that this patient had passed away. The doctor was not in contact with the family, however they were informed by the staff that the patient had a seizure and subsequent myocardial infarction. The doctor stated that there is a high suspicion of sudep and that the patient¿s death is not related to vns. No other relevant information has been received to date.